Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plate bbl chromagar candida 90mm, the device experienced performance issue atypical growth, atypical reaction, failure to inhibit, insufficient growth, potency, ph failure for prepared reagents/media that could impact growth performance. There is no report of patient impat. This event occurred once. The following information was provided by the initial reporter. The customer stated: short description shoot problem: where did the incident occur during use? Detailed incident description we are currently back to chromagar cand agar where we are not seeing any growth while on the blood agar plates we are seeing yeast cultures. On which types of samples did you observe this absence of growth: vaginal samples which yeast species were identified on the blood agar plates: we don't systematically identify vaginal swabs, which is why we use chromagar candida. No patient impact.

Manufacturer narrative:
H6: investigation summary: it was reported growth problem during the use of the plates complaint history was reviewed for the past 12 months and no other issue related to the complained batch was identified. The batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Retain samples were checked and no deviation was identified. All the results were meeting the specifications neither return samples nor pictures illustrating the issue were shared. Based on above mentioned evaluation, any systemic failure in the validated manufacturing process can be excluded. No deviations could be determined neither during in-process control nor during quality control (qc) release. Furthermore this issue could not be detected on our retaining samples since no picture illustrating the issue and the fact that the tests on our retain samples were positive, the complaint can not be confirmed.

Event description:
It was reported when using the bd plate bbl chromagar candida 90mm, the device experienced performance issue - atypical growth, atypical reaction, failure to inhibit, insufficient growth, potency, ph failure for prepared reagents/media that could impact growth performance. There is no report of patient impat. This event occurred once. The following information was provided by the initial reporter. The customer stated: short description shoot problem: where did the incident occur during use detailed incident description we are currently back to chromagar cand agar where we are not seeing any growth while on the blood agar plates we are seeing yeast cultures. On which types of samples did you observe this absence of growth: vaginal samples which yeast species were identified on the blood agar plates: we don't systematically identify vaginal swabs, which is why we use chromagar candida. No patient impact.